Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, they experienced vaginal odor and discharge, pain on the left side of their body, pelvic pain, bladder spasms, bladder and urinary tract infections. Pt's incontinence worsened requiring three to four pads a day for leakage. Pt needed to void every twenty to thirty minutes day and night and took medications for three years. Pt reported that vaginal erosion was determined and the device was removed. Pt reported that 50% of the sling remains in their body. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, co is unable to determine if the device met specs, and co is unable to determine the specific relationship of the device to the event.